Event description:
The customer obtained non-reproducible, higher than expected, vitros tropi es results from three patient samples (patient #1= 0.126 vs. Expected <0.012; patient #2= 0.075 vs. Expected 0.015; patient #3= 0.064 vs. Expected 0.023 ng/ml) tested on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected results were obtained from three patient samples. There was no indication the vitros tropi reagent contributed to the event, based on acceptable historical tropi es quality control data. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. An instrument related event cannot be confirmed as a contributing factor because pre-service tropi es precision testing was within the acceptable guidelines.